Manufacturer narrative:
The manufacturer previously reported that a trilogy 100 ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, the device failed repair test steps 'active exhalation proportional valve open' and 'active exhalation purge valve closed.' It is noted that the feet were replaced. Additional information was received regarding the completion of the device evaluation. The service technician states that the active exhalation control module valve was replaced to resolve the failure. The device was sent for retest and passed all testing. The reported active exhalation control module test failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function or deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Multiple service activities occur during the device¿s useful life according to the device¿s service manual. These service activities, in addition to any prior complaint investigations, have altered the device from its original state during manufacturing. Any issue found during manufacturing that is potentially documented in the DHR for this device does not have a causal relationship to the allegations or issues in this complaint. Therefore, the DHR for this device will not be reviewed at this time. However, the DHR files for this device are available and can be accessed upon specific request.

Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, the device failed repair test steps 'active exhalation proportional valve open' and 'active exhalation purge valve closed.'. It is noted that the feet were replaced. The device evaluation is still on-going. A supplemental report will be submitted when the manufacturer's investigation is complete.